Event description:
It was reported that the vessel was moderately tortuous and mildly calcified. During the procedure a 3.5x33 mm xience prime could not cross the lesion. The 3.5x33 mm xience prime was removed; however, there was resistance caused by the guiding catheter felt during withdrawal and damage was found in the proximal edge of the stent struts (flared struts are less than 90 degrees). The procedure was completed with a second 3.5x33 mm xience prime stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guiding catheter resistance and stent damage were confirmed. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.